Manufacturer narrative:
Unit passed displacement, and active current measurement tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2. Pump trace download analysis confirmed the unit alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the unit was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.